Manufacturer narrative:
Our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of packaging issue - product packaging was confirmed upon inspection of the sample photos. Analysis of the photos showed that unit packages were not cut individually. Bd determined that the cause of the failure was related to our manufacturing process. A notification has been sent to the manufacturing personnel involved in the production of this product to increase awareness of the confirmed failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of packaging issue - product packaging was confirmed upon inspection of the sample photos. Analysis of the photos showed that unit packages were not cut individually. Bd determined that the cause of the failure was related to our manu8facturing process. A notification has been sent to the manufacturing personnel involved in the production of this product to increase awareness of the confirmed failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd connecta plus3 white blend had packaging issue the following information was provided by the initial reporter: this is a complaint about defective packaging. According to the customer report individual packages are connected.